Event description:
Heated humidifier tubing became hot and melted. This is the 9th such occurrence since the summer of 2010. This event was significant since the alarms on the humidifier failed to work. None of the yellow or red status indicators lit up; device appeared to be running as normal. The issue was caught by respiratory staff with no patient injury or adverse effect. We have worked closely with teleflex for changing procedures and educating staff. This has greatly helped reduce the number of occurrences, but has not eliminated them. The added issue of the alarm failure makes this a much greater concern for our patients and staff.tested the device and found that the alarms did not work. Upon troubleshooting, it was noted that the alarm signal to the speaker was not powerful enough to drive any audible sound. Upon closer inspection, we found a molex wiring harness connector to be very brittle and discolored. ======================manufacturer response for heated humifier device, neptune humidifier======================that the problem was interesting and unusual.======================manufacturer response for heated wire tubing set, hudson rci adult ventilator circuits, heated wires======================interesting and very unusual.